Manufacturer narrative:
(B)(4). Customer will be using new meter replaced by hospital (other brand). Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4). Note: manufacturer contacted customer on 12/07/2016 and 12/14/2016 in a follow-up call in order to ensure the customer's condition since the initial call; customer was admitted to the hospital on (B)(6) 2016 and was administered insulin to bring down the blood glucose level. He remained in the hospital until (B)(6) 2016. He is no longer experiencing symptoms related to diabetes .

Event description:
Consumer reported complaint for blood glucose readings of hi accompanied by symptoms. Wife, (B)(6), is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 600 and hi. The customer's expected fasting blood glucose test result range is unknown. The customer not feels well and did report symptoms of feeling confused, nervous and having blurry vision. The product is storage location is unknown. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The test strip lot manufacturer's expiration date is 10/26/2017 and open vial date is 12/06/2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Customer stated he is on insulin; customer forgot to take insulin appropriately in the morning. Customer's wife forgot when to give insulin. Son came over and had finally given the insulin. They could not take the blood because meter read hi. Customer had signs and symptoms of hyperglycemia. He had blurry vision, nervous and confused. Customer representative had customer's son call his doctor's office and to find out if he needed 911. Customer called back in 5 minutes and customer's son spoke with doctor's office and he had son call 911 to seek medical attention. Could not gather data collection on other readings that the meter had. Customer was in the middle of being sent to the hospital. Customer was heading to the hospital per doctor's order because he forgot to take insulin appropriately and when he took his blood it was high. Called customer 10 minutes later and customer went to baptist general. He was stabilized and no symptoms are present. Customer was admitted to the hospital on (B)(6) 2016 and was administered insulin to bring down the blood glucose level. He remained in the hospital until (B)(6) 2016